Manufacturer narrative:
The reported oad and the associated guide wire were returned for analysis. Upon receipt, the guide wire was not engaged with the oad. Adhered biological material was observed on the guide wire spring time as well as the oad driveshaft and crown. When the returned guide wire was loaded into the oad, it passed through the area of adhered material with some resistance. When tested, the oad functioned as intended with no anomalies noted. There was no damage observed to the oad or guide wire which would have contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became caught on the guide wire. The patient presented with a chronic total occlusion (cto). The femoral artery was initially accessed with a non-csi guide wire using an antegrade approach, however the lesion was unable to be accessed a false lumen was created. A retrograde approach was used to cross the lesion, and the lesion was treated with the oad using two passes on low speed and two passes on medium speed. When an attempt was made to remove the oad, it was found to be caught on the viperwire guide wire. The oad and wire were removed together. The lesion was unable to rewired, resulting in a delay of procedure, and the procedure was then abandoned. The patient was stable following the procedure, and a follow up procedure has been scheduled to completed treatment of the cto.